Manufacturer narrative:
The device was not available to be returned. Additional: (B)(4) 2011. Additional: (B)(4) 2010.

Event description:
Pt was injected with orthovisc on (B)(6) 2010 in the right knee, after 24 hours the pt had a large red spot on her knee and she was put on keflex. On (B)(6) 2010, the pt had a second injection and had swelling in her knee and difficulty putting weight on it. The physician prescribed keflex again and her orthovisc injections were discontinued. The pt is now resolved.